Event description:
Pt experienced synex ii central body collapse. Device implanted at t12-l1 on (B)(6) 2009, for t8-t9, t12 fracture and l1 fracture with incomplete cross section. Bone graft used. Supplemental fixation implanted (B)(6) 2009. X-rays taken on an unk date. Surgeon has not planned to explant the device as pt consent is pending.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.